Event description:
The customer contacted beckman coulter inc (bec) to report small clenz leak underneath the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and goggles at the time of the incident. No injury or exposure to the fluid was reported. Medical attention was not sought. No report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed; however, it is readily available. The instrument was not in use at the time of the event; therefore there was no impact to patient results.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) observed that the source of the leak was a cut in the tubing at pinch valve 59 (backwash disable). Fse replaced the cut tubing. No further evidence of leaking occurred. Root cause of the leak was a cut tubing in pinch valve 59. (B)(4).